Event description:
Following neurostimulator replacement impedances measured greater than 40,000 ohms for all eight electrodes. The pt underwent surgical exploration at which time the physician tried to insert the extension deeper into the stimulator. This was possible for one electrode contact point of the extension. The surgery took about thirty minutes. Subsequently therapy efficacy and normal impedances were achieved for all eight electrodes. The pt outcome was reported as "problem solved; good therapy efficacy and good electrode impedances".

Manufacturer narrative:
(B) (4).